Manufacturer narrative:
Device was not returned for analysis. Review of service history showed no service events within the last 12 months. Unable to confirm complaint due to the device not being returned. Based on the review of the service history and information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient experienced gastrointestinal upset and abdominal discomfort, including diarrhea, as well as knee and extremity pain, though it is unclear if these symptoms are related to rheumatoid arthritis. They also reported a malfunction with the cadd-solis pump, stating that the patient repeatedly encountered downstream occlusion alarms that could not be resolved despite restarting and troubleshooting. There were patient involvement and no harm reported.